Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. No damages noted on reservoir tube and retainer ring. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspection: cracked belt clip rails and scratched case. Cosmetic damage was confirmed at cracked belt clip rails. The sc1 cap locks properly into the reservoir compartment. No damages noted on reservoir tube and retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a damaged retainer ring and the reservoir was unable to lock into its place, the physical damage affected the insulin pump's functionality. The customer also reported out-of-the-box damage. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1884. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the out-of-box damage and the customer will be provided with an infusion set and reservoir replacement. No harm requiring medical intervention was reported. Mmt-332a was requested and the customer response was that the device will be returned. Mmt-397a was requested and the customer response was that the device will be returned. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.